Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose over 600mg/dl. The mother stated that the cannula was bent, which lead to her high glucose. The customer declined to troubleshoot as she believes that the event was caused by the bent cannula. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.